Event description:
It was reported by a company representative that a vns pt was being referred for prophylactic replacement of his generator. Clinic notes were received dated (B)(6) 2010 indicating the pt was having episodes of daily screaming along with intermittent behavioral issues. Furthermore, info on an insurance form indicated the pt had used insurance for syncope and collapse on (B)(6) 2010. At the moment, the relationship of the syncope and collapse to vns therapy is unk. Good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date.